Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the examination got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the arm cannot operate in right anterior oblique/left anterior oblique. Upon further troubleshooting action, the field service engineer (fse) found that the position detection of the front arm was temporarily outside the operating range, so it was not working. The fse replaced the motor voltage control unit. After replacement of motor voltage control unit, the adjustment was made on the replaced part, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that arm movements were unavailable. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and confirmed the frontal arm position detection was outside of the operating range. After replacing the motor voltage control unit, the device was returned to expected functionality.